Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed as the transmitter has voltage. A (B)(4) bluetooth device pairing test was performed and failed due to connection timeout. A review of the share log was performed and no data related to the customer complaint was found. The customer complaint of a loss of connection was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, a correction was required. No share log data was found. Bin log analysis was not performed due to it failing the pairing test. The reported allegation was confirmed. The probable cause was a defective transmitter.